Manufacturer narrative:
The tandem user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Customer alleged bg was a result of using off label insulin within the pump supplies resulting in the insulin "clogging" the pump. Customer reverted to an alternate pump to address bg. A system check was performed and the pump performed as intended.